Event description:
It was reported that the left bundle branch (lbb) lead dislodged. Subsequently, the patient underwent a revision procedure and the lbb lead was surgically abandoned and replaced with a new lbb lead. No additional adverse patient effects were reported.